Event description:
It was reported that during an open bowel procedure, the device was fired four or five times due to incomplete staple lines. The surgeon moved the device to better tissue and completed the procedure. There was no patient consequence.